Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the event had not been resolved. The consumer was currently trying to see the nurse at the hcp¿s office, but they were out of town for the week so they were going to try to schedule the consumer for the following week (maybe thursday). No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there were two issues. The patient reported out of regulation (oor) to nurse who tried to troubleshoot over the phone. It seemed to clear but she also guided patient to do an lead connection check (lcc) over the phone and patient reported it only gave him a screen with message screen and hand and question mark-default manufacturers screen. It cleared though and patient setting are still programmed. Patient came into clinic today to get impedance check. All values ok. Oor message also not replicating in clinic. Environmental/external/patient factors that may have led or contributed to the issue included the patient reporting at impedance check that the patient had a fall two weeks ago. Stitches on forehead with no other injury. The issue is reported to be resolved at the time of report. No symptoms reported. No further complications were reported or anticipated with this event. Additional information received reported the patient was seeing out of regulation (oor) on their patient programmer last week when trying to make changes to their stimulation. They also say oor on their patient programmer while trying to increase stimulation on the day of this report. The patient was at home at the time so the nurse practitioner had the patient do a lead connection check (lcc) to check connections using the patient programmer. It was noted the patient lived a few hours away. The lcc was negative for any high impedances. It was also reported that the patient saw the "out of box" message on their patient programmer last week. The nurse practitioner worked with the patient over the phone, and they navigated out of the screen and were able to get to the home screen. The patient programmer was working fine after the screen was seen. The patient was seen on (B)(6) 2018 and impedances were conducted which were all normal range. Electrode impedances were all between 700 and 1000. The patient was using interleaving on the left side: 1) 4.3v, 70us, 125hz and 2) 2v, 60us; right side: 1) 3.8v, 60us, 125hz. Group impedances were 969, 1110 and 756, respectively. Positional impedances were not conducted during the visit. The impedances were conducted about 4 times during the visit, and they never saw anything out of range. It was noticed that the patient had breakthrough tremor in the left hand, and it was thought to be connected to the patient having several falls recently. The patient's ability to walk had been also more difficult recently. The patient did hit their head recently from a fall, and they had a small wound on their head. No further complications were reported or anticipated with this event.